Event description:
The customer reported false positive alinity I sars-cov-2 igm results for 4 patients. The customer stated that 3 patients were known to be negative for the disease. The following data was provided: (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. (B)(6) (female - (B)(6)), (B)(6) (female ¿ (B)(6)), (B)(6) (female ¿ (B)(6)), (B)(6). This is all the patient information provided. This report is being filed on an international product, list number 6r91-22 that has a similar product distributed in the us, list number 6r91-20. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely positive alinity I sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. The complaint activity was reviewed and determined normal complaint activity for the lot. Return testing was not performed as returns were not available. Sensitivity and specificity testing were done using an in-house retained kit of lot 25048fn00 stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 25048fn00 did not show any non-conformances, or deviations associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. In this case, the results for patient 1, 2 and 3 on the alinity I sars-cov-2 igm assay are positive and the alinity I sars-cov-2 igg ii quant results are also positive thus confirming the positive results. The beckman coulter assays results are negative for all patients, but the results are elevated, showing there is a response there. Per the summary and explanation of test section in the package insert, "at this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown". The igm response may be longer in duration for some patients and the discrepancies observed are most likely due to the higher sensitivity of the abbott igm assay. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation alinity I sars-cov-2 igm reagent lot 25048fn00 is performing as intended, no systemic issue or deficiency of the alinity I sars-cov-2 igm reagent was identified.